Event description:
(B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. There was no patient involvement logic board issue.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 24mar2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 24mar2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility

Event description:
(B)(6).there was no patient involvement. Logic board issue.